Event description:
The customer reported that, after plugged into the generator, the monopolar function of the device indicated it had activated and would not stop. The device was not used on the patient. Another device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.